Event description:
Arthritis symptoms, joint swelling, pain, and stiffness in elbow, and hands, muscle fatigue, hair loss, swelling of hands/fingers, breast tenderness, fatigue, myalgias, rashes, raynaud's, fever, chills, paresthesias, bowel problems, abdominal bloating, terrible neck pain.